Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. However, no communication issues were observed at any time during the testing. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the handpiece was not recognized by the generator. Thirty-four (34) uses left. Another handpiece was used to complete the case. No patient consequences